Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, when the device was first initially turned on. The device cycled 1 time and did not cycle anymore. Faulty oscillator and demand detector blocks were replaced. The cause of the reported problem could not be determined.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac was giving intermittent breaths when on the patient, so device was switched to another ventilator. No patient adverse events reported.